Manufacturer narrative:
Photographic device evaluation: a review of the device through photos noted rupture was observed, however an assessment of the opening cannot be performed, as it is not possible to utilize microscopic analysis.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non-allergan.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29feb2024.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.